Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (500-600 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels.